Event description:
Vague report received from facility's biomed of a pump that would not deliver. Despite baxter efforts to obtain additional information, no information has been received related to the incident date,the medication involved, pump programming and set-up information, tubing product code and lot number in use and medical intervention. There have been no incident reports filed since the last baxter service event.